Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the heart wall. The physician performed a surgical procedure wherein the fluid was aspirated from the heart wall. The patient was then transferred to other facility for monitoring. Rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.